Manufacturer narrative:
Sample available but not returned at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
Baxter sales phoned in on (B)(6) 2010 to report on-going issues of cut or sliced tubing while loading into a sigma spectrum pump (B)(4) on (B)(6) 2010. The facility cannot identify the source of the cut tubing. The cut was approximately 22-3/4 inches down from the bottom of the drip chamber. This incident occurred with the interlink continu-flo solution set, product code 2c6537, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. A sample of the tubing is available for evaluation. The pump is also available for evaluation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation out of the over pouch and fully primed. The sample was under water leak tested which identified a leak approx 8" below the first y site. Visual inspection under a microscope showed three cuts running parallel with the tubing. The reported problem is confirmed. However, the root cause could not be determined. No other information is available.